Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noise. The rv lead was reprogrammed and later surgical intervention was performed and the rv lead was abandoned. No additional adverse patient effects were reported.